Event description:
Positive advia centaur ultra troponin and bnp results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated and discrepant results were obtained. Treatment was prescribed on one patient. There was no report of adverse health consequences as a result of the discordant ultra troponin results.

Manufacturer narrative:
A siemens field service representative (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin results was due to broken lid connection into the tubing of wash 1, which the fse replaced. The instrument is performing within specifications. No further evaluation of the device is required.